Manufacturer narrative:
(B)(6). (B)(4). (B)(6). Post market vigilance (pmv) led an evaluation of one egia adapter. Testing revealed that when no reload is attached, the chamfer on the inner diameter of the load ring rests against the leaf spring, creating a pre-load condition. This pre-load on the leaf spring can cause it to activate the sulu detect switch when a reload is not attached. No other visual or functional abnormalities were noted. Additionally, when the adapter was disassembled, it was noted that the articulation nut of the adapter was found to be out of position, causing the reload detect switch to be falsely activated when a reload was not attached. The investigation isolated the phantom reload failure to the size of the load ring chamfer being too small. A product enhancement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
During a laparoscopic sleeve gastrectomy, when the surgeon assembled the adapter with the handle, there was the blue solid light and blinking green light appears at b symbol even the reload was not assembled yet. Finally, he changed to use manual handle to continue the procedure. After the surgery, he changed to assemble the new adapter with the same handle, and it was normal.